Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date of (B)(6) 2021. Initial reporter address: (B)(6). Initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from the titanium adapter. It was further described as ¿plastic portion of the connector came off¿. This occurred after treatment of peritoneal dialysis (pd) therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury; however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.